Event description:
It was reported that upon review of a remote transmission by an internal monitoring service, the right ventricular (rv) lead exhibited out of range (oor) right ventricular tip to right ventricular coil lead impedance. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).